Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg wouldn't connect to patient¿s controller following an unrelated surgery on (B)(6) 2019 where the ipg was not put into surgery mode.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be operable.

Event description:
Additional information received indicated that manufacturer's representative met with the patient on (B)(4) 2019 and confirmed that patient controller displayed the message: ¿no generator has been added¿. The magnet was placed on the ipg for long enough to be able to place the ipg in a bondable state and display the ipg in the patient controller application generator list. The ipg and pc were then be able to be connected. Patient was able to access the therapy with no issue. There was no evidence of an issue with the ipg.